Event description:
Trauma technician in the emergency department started having symptoms (blistering of his hands, raw/red/cracked) about a year ago. The symptoms would not appear immediately, but would appear over a day or so of use. Approximately 6 months ago, he saw a physician and was given prescriptive steroidal cream (he does not remember the name). He uses the cream as needed and his hands are healing.

Manufacturer narrative:
Information forwarded to manufacturing plant. Results of investigation pending. Follow up report will be done.